Manufacturer narrative:
The ev1000 was manufactured march 11, 2011 and had an expiry date of march 11, 2016. Review of the manufacturing records support that the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Examination of the returned device confirmed the reported issue. During evaluation, an error message ¿incompatible sensor, fault co/sv ap/cvp¿ appeared, rendering the device unable to zero and therefore unfeasible for use. Additional information noted that during the event, the stroke volume (sv) was deemed improbably small (12-18 ml /beat) while the expected value was 500% greater than the displayed value(s). Therefore, all the parameters calculated through the sv were considered erroneous and the customer dismissed them. No treatment was administered or withheld as a result of the displayed values. Troubleshooting was performed without success; the disposable pressure transducers were exchanged twice, but the issue persisted. There was no report of patient compromise and no other system-related devices were identified as suspect. The root cause of the failure was attributed to a locked databox. Unlocking the databox resolved the issue. The device was extensively tested afterwards, where it passed all functional testing. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The root cause of the reported issue was attributed to a ¿locked¿ databox. The databox locks when the software detects an non-secure flotrac sensor. This behavior is a feature of a software upgrade which prevents the use of non-secure sensors. As this is a software feature that functioned as intended and there was no impact to functionality once the unit was unlocked, there was no indication that the reported issue was related to any manufacturing issue. Rather, the device detected the suspect sensor and locked the device as intended.

Manufacturer narrative:
The device is expected to be returned for evaluation: however, it has not yet been received. Upon the return and evaluation of the device, a supplemental report will be sent with the complaint investigation results. The device history record results will be communicated in a supplemental report when available as well.

Event description:
As reported, in this ev1000 system the arterial numerical values were very low, and not reading correctly. The stroke volume (sv) provided was lower than expected at 12-18 ml /beat. There was no error message displayed on the monitor. No inappropriate treatment was performed due to the values provided. A different disposable pressure transducer was tried, but the issue remained, therefore it was thought the problem was related to the ev1000a. There was no patient injury. Patient demographics requested but not provided.